Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject coil was not returned. It was reported that premature detachment occurred while coiling, which resulted in part of the subject coil protruding into the parent vessel requiring the use of a stent. Additional information provided by the customer indicated that the continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during an internal carotid artery (ica) wide neck aneurysm case, during coiling subject coil got prematurely detached halfway in the aneurysm and half in the vessel. Tail of the subject coil was protruding in the ica; therefore, a stent was placed to secure the subject coil to the vessel wall. The procedure was completed successfully. No further information is available.